Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found externalized conductors due to internal insulation abrasion at 9.2 - 13.7 cm and 22.5 ¿ 24.5 cm from the distal end. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.